Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. The date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of auxiliary channel blocked. This does not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, foreign objects out of the distal end was observed and the most likely cause was not identified. There was no patient involvement.